Event description:
It was reported by the customer that a pyxis medstation es system was experiencing replenishment issues for device 5sa_sjs, which were evident in pyxis logistics, and that labels were being produced by the exception printer. The customer confirmed that there was a delay to the patient care. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred because the 5sa_sjs pyxis was not included in the scheduled replenishment batches, resulting in the refills not being dispatched to pharmogistics. A technical support specialist integrated the 5sa_sjs pyxis into the daily triggers. The customer verified that the refills for the 5sa_sjs were being processed accurately. The system functioned as intended after the technical support specialist troubleshooted the device.